Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated there was no impact to patient's outcome and the procedure being performed was a sacroiliac and thoracolumbar procedure.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a case, the internal battery error was displaying in the application and they also received a warning not to unplug the system due to low battery power. Site left system on wall power and system continued to worked as intended. The manufacturer representative (rep) could not confirm if system had been plugged into wall power at length prior. There was no delay in surgery. Patient impact was not provided.

Manufacturer narrative:
H6: multiple annex a codes were coded for this event. A0719 was coded for the low battery power. (B)(6) was coded for the battery error. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.